Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and a valid out of insulin alarm. The customer¿s blood glucose (bg) level was not impacted during these events. The customer reported that the infusion set tubing was caught in their pump case during the alarms. Tandem technical support educated the customer in regards to out of insulin alarms and informed the customer that they occur when there are less than 10 units of insulin left in the cartridge. As the customer had changed their pump supplies resolve the alarms, no troubleshooting was performed.